Event description:
At an implantable neurostimulator implant procedure, impedances on electrodes 0-3 were greater than 10,000 ohms. The surgery was completed and the pt had good stimulation coverage upon completion. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).